Manufacturer narrative:
(B)(4). No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 01009, 0001822565 - 2021 - 01010, 0001822565 - 2021 - 01011.

Event description:
It was reported patient underwent revision for unknown reason, during the operation the stem sat close to a cm proud from the compaction broach. While trying to remove stem the extraction device striped the threads on the stem causing the surgeon to use a different device that damaged the trunnion. No further event information available at the time of this report.